Manufacturer narrative:
Product analysis: an ht70 ventilator was returned to covidien/ medtronic¿s product analysis. The returned ventilator was tested and functionality testing was performed; when the test ventilator was powered on a ¿check circuit or prox line ¿alarm was generated, but did not generate an audible alarm. An investigation was performed and the product analysis technician reported that the root cause was isolated to the audio power amplifier component on the main control board. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ht70 plus ventilator failed short-self test (sst) circuit check. The ventilator was not in use on a patient at the time of the reported event.